Manufacturer narrative:
As part of our investigation, multiple follow ups were made to the user facility, limited information was provided. The referenced device was not returned for evaluation, therefore, the cause of the reported event cannot be confirmed. The manufacturer conducted a review of the device history record (DHR) for the concerned lot number; there was no deviation or non-conformity noted during the manufacturing of the device. As preventive measure, the instruction manual for the device provides warning and cautions which states, to visually inspect the device and make sure that is has no corrosion, no dents and no scratches and to visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks fractures). The instruction manual also states, ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the tip of the inner sheath broke off and fell inside the patient. The user facility confirmed that the tip was retrieved from the patient. There was no patient injury or death reported.